Event description:
It was observed that during the device evaluation that there was contamination in the air/water channel. There was no patient involvement

Manufacturer narrative:
The device was returned and evaluated. Additional findings include; adhesive on the light cover glasses, optical cover glass, and distal end was worn. There was a hole in the button of the switch. There was water ingress on the scope connector. The down, left, and right angle was not to specification. There was play evident on the up/down and left/right angle knobs. The water flow and water removal, electrical safety test were not to specification, the air leak test was failed due to an air leak, and the air/water channel had a blockage. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-connector). The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.